Event description:
Customer reported quality control (qc) samples were recovering low white blood cell counts (wbc) and hemoglobin (hgb), and high red blood cell counts (rbc) when using the coulter lh 500 hematology analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the blood sampling valve (bsv) as he found a worn center section. The mode to mode calibration and control results were verified as within specification. The fse observed high ls offset voltage for retic which was resolved by replacing the ls sensor. He also replaced diff sample line to flowcell as part of incidental service. There were no further error messages and the system performance was verified. Parts were returned on (B)(4) 2013 for further evaluation. Analysis is pending. Failure mode was identified: one failure mode is related to a worn bsv center section and another failure is related to the flowcell. Upon recur of the bsv failure mode identified; it is likely to generate erroneous results for all parameters (cbc/diff and retic) due to improper sample segmentation. Upon recur of the flowcell failure mode; it is likely to impact diff and retic results due to measurement error. Evaluation of product labeling: per labeling, beckman coulter inc recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter inc does not claim to identify every abnormality in all samples. (B)(4).